Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. (B)(4). Remains implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient the device lot number is therefore unknown. Without a lot number, a review of manufacturing records cannot be completed. A 12 month review of the complaint trend analysis for the charite artificial disc family was bounded because of similar geometric design and functionality. It was noted that there are no related complaints for broken radiographical marker/ring. Without a product sample we are unable to confirm the reported issue or identify the root cause. As there has been no observed systemic trend the complaint will be closed with no further action required. If a revision takes place and the device is returned for evaluation, the complaint file will be re-opened and the product evaluated.

Event description:
Volun (B)(4) 2013: pt states he had device implanted on (B)(6) 2006 at l5-s1. In 2010, pt c/o of having pain often severe. He had an x-ray done which did not show the radiographical marker/ring which since such time he has been told it was broken. Surgeon who performed surgery refuses to treat pt. Pain continues to increase. No one will treat him. Pt states he is secluded to his home.